Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop sinus infection. The patient underwent surgery in response to the reported event. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of white talc. The manufacturer found no evidence of sound abatement foam degradation. The device's event log was reviewed by the manufacturer and found the error log showed different instances of: e53, e-130 and e-191. The manufacturer concludes there was no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h3 and h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop sinus infection. The patient underwent surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.